Event description:
It was reported that during a gynecological procedure surgeon was using the diva morcellator to remove four patient's fibroids. Two were large in size the other two were small. The surgeon decided to remove the fibroids from the uterus and place them in the posterior culd a sac to remove later with the morcellator. When using the morcellator to remove the fibroids the surgeon pushed in the device and by accident stepped onto the foot pedal and the morcellator went through to the abdominal cavity, which caused injury to the patient. The sales rep was told to leave the room and another surgeon was required to come into the room to assist in the repair of the patient's abdominal cavity. No other patient consequences reported.